Event description:
It was reported that while in the cath lab the md inserted the ai-07167 via right internal jugular without issue. The md could not get outputs or pressures despite troubleshooting all of the equipment. As a result, the catheter was removed. A second arrow swan catheter was inserted and used without issue. The procedure went on as planned successfully. There was no report of patient death, complications or injury. No medical or surgical intervention was required. There was an unknown time of delay or interruption in therapy noted. The patient outcome is unknown.

Manufacturer narrative:
Qn#(B)(4).